Event description:
The facility alleges the skin staples stuck. No pt injury or medical intervention reported.

Manufacturer narrative:
Add'l lot#: t1269791, t1261788, t1270985. The samples have not been received by the manufacturer yet. Should the samples be received, a complete follow up report will be sent as soon as it is available.